Event description:
Patient was implanted with ti matrix mandible recon plate on (B)(6) 2012. Patient returned to the hospital complaining of pain. X-rays taken of the mandible on an unknown date revealed the mandible plate broke in half right down the middle, approximately 8 months post-operative. Plans of revision surgery are unknown at this time.

Manufacturer narrative:
Device was used for treatment. Correction: patient identifier corrected from (B)(6). Date of event reported as between (B)(6) 2012.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.